Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks. Under fluoroscopy externalized conductors were observed. The lead was capped and replaced.